Event description:
The device was sent in by the account for repair. During the repair process, an unknown liquid was found on the handpiece. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The manufacturer was unable to collect a sample of the fluid that was found during the repair process. This could be due to evaporation of the substance during the time between the initial finding and the sampling period. The leaking could not be confirmed.